Event description:
Pt's family member inserted the device in 2002. Family member phoned clinic 4 days later. Pt was irritable and crying. Gt site was fire engine red and bleeding. Device was removed and a silicone-free foley catheter was placed. Parents reported the distal end of the device was rough and sharp and felt it irritated pt's internal mucosa. Parents reported the same defect on a second tube. Reporter stated this was a polyurethane allergy vs. Mechanical irritation. One pt involved.